Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device has stopped working and has not power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Device evaluation: stryker evaluated the device and the reported issue was able to be verified. It was observed the device would not power on and the lid magnet was missing. The cause of the issue was a failed/faulty lid and battery assembly. The customer was provided with lid and battery assembly. Corrections: section b5 of the initial medwatch report indicates: the customer contacted stryker to report that their device has stopped working and has not power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event. Section b5 of the initial medwatch report should indicate: the customer contacted stryker to report that their device has stopped working and has not power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. During evaluation, it was reported the magnet was missing from the lid. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event. Section h6 device code of the initial medwatch report indicates: failure to power up section h6 device code of the initial medwatch report should indicate: failure to power up detachment of device or device component.

Event description:
The customer contacted stryker to report that their device has stopped working and has not power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. During evaluation, it was reported the magnet was missing from the lid. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.